Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a company representative on 2021-jan-21. It was reported that the catheter may have "a leak or disconnection" in the catheter portion located behind the pump, as that is where they saw the dye during the dye study. The cause of the catheter issue was not determined. They were waiting on insurance approval for the surgery so it had not yet been completed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was scheduled today for a catheter revision. When opening the pump pocket they found the pump segment of the catheter coiled and twisted behind the pump, it was stuck together in this position by a large fat deposit. The fat deposit was removed, and the catheter was freed and straightened. Once straight, the cap was accessed, and the catheter was aspirated successfully. Dye was then injected and was seen around the tip of the catheter with no evidence of leaks. The catheter was flushed and then both the catheter and pump were put back in the pump pocket. The pump was secured in the pocket with sutures and the catheter was aspirated once again with good flow. Dosing changes were made today: previous dose 16.583 mg/day; changed to 2.0 mg/day (added ptm 0.2mg, 6 doses/24 hours, max daily dose 3.192 mg/day). Concentration remained the same dilaudid 20 mg/ml. The patient¿s medical history included ddd, diabetes, arthritis, asthma, copd, ptsd/anxiety, chf, hypothyroidism, stroke, back surgery x4, uses oxygen 2l daily, and a smoker.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 20.0 mg/ml at 16.583 mg/day via an implantable pump. The patient¿s medical history included chronic back pain. It was reported that the patient didn't know the exact date, but she had noticed a gradual increase in her pain level. The patient reports no falls or injuries. No withdrawal symptoms reported. The environmental, external or patient factors that may have led or contributed to the issue was reported as no falls or injuries. Before the catheter dye study on (B)(6) 2021, the physician had tried increasing the pump dosing (date unknown) and it did not help her pain. On (B)(6 )2021, the patient had a catheter dye study that showed no dye coming out of the catheter tip, but dye was seen coming from behind the pump. They could not see behind the pump with x-ray, but this is where the pump catheter segment and spinal segment would be seen connected. The patient is being scheduled for a catheter revision. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.